Manufacturer narrative:
The customer indicated that he lh750 instrument was extremely slow and was "locking-up" often. During the investigation, it was determined that the customer's databases were allset at 8,000. The MFR recommended that the setting should be lowered, but the customer refused the recommendation. During the investigation, the customer indicated that the lh750 instrument's workstation has been so slow that it would "freeze" and they would loose information when the instrument would try to transmit. The customer added that the instrument did attempt to transmit to the lis, but the lis rejected the transmission of the incorrectly labeled sample. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted the MFR regarding a patient sample that was misidentified by the lh750 analyzer. The customer indicated that the printed sample results with patient data from a was actually the results from patient b. The sample for patient a was run at 13:58 and verified by the customer's laboratory information system (lis) at 14:04 as sample # m6611. The customer indicated the wbc result for patient a was 19.9 x 1000 cells/ml. The sample for pt b was run at 14:03 and there was no result transmitted to the lis. The customer indicated that patient b had printout generated containing patient b's demographics, but there were no printed test results. The next printout was generated with patient a's demographics but had a wbc result of 16.5 x 1000 cells/ml. The technologist operating the instrument noticed the discrepancy between the name on the printout ( patient a) and the data on the lis screen (patient b's name). The customer indicated that sample (#m5320) for patient b was manually reran and wbc result of 16.7 1000 cells/ml. The customer indicated that the misidentified sample results for sample b were not reported out of the lab. There has been no change to patient treatment or any injury that can be attributed to this event.